Manufacturer narrative:
Concomitant medial products: item number 0100551209, item name fitmore, hip stem, uncemented,b/9, taper 12/14, lot # unknown; item number 0100181460, item name metasul ldh, head, 46, code l, taper 18/20 lot # unknown; item number 0100185147, item name metasul ldh, head adapter, l, +4, taper 12/14-18/20 lot # unknown. The manufacturer did not receive x-rays but received other source documents for review. The device has not been received for investigation as the patient has not been revised. As no lot number was provided, the device history records could not be reviewed. Attempts to obtain additional information have been made; however, no more is available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim due to monitoring for elevated metal ions, reduction in hearing ability, burning sensation at palm and lameness.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: no trend considering the following event is identified: elevated metal ions, pain. Event description: it was reported that the patient has been implanted on (B)(6) 2011 with an mmc cup and a metasul ldh head and would be suffering from an elevated metal ions level, pain, reduction in hearing ability, burning sensation in the palm, leg length discrepancy and hypotony. Review of received data: no medical data was received. A legal letter was received in italian with a german translation. It is mentioned that the patient had pain in the right hip joint and was therefore implanted on (B)(6) 2011 with a total hip prosthesis. After a couple of months, the patient started complaining more often about "paresthesia" in the palm and foot as well as stabbing inguinal pain in the right hip. The x-ray check from (B)(6) 2016 would have concluded outcome of an existing hip prosthesis right. Advanced hip arthrosis left. The symptoms would have increased and a cobalt and chrome test would have been performed on (B)(6) 2017. Results: chrome 2.43 (normal range 0.04-0.50) and cobalt 4.34 (normal range 0.05-1.00). On (B)(6) 2017 the patient had another medical check-up with the following finding "hip arthrosis left. Metal ion assessment in the blood serum should be repeated. Slight hypometria. The test performed on (B)(6) 2017 would confirm due to the presence of metals a deterioration in the blood as well as urine parameters. Patient was advised the revise the hip prosthesis. Further measurements of the chrome and cobalt values in the blood on (B)(6) 2018 and (B)(6) 2018. The results would be, that the nickel, cobalt and chrome values would be above the threshold. Until now, the patient would suffer from: suddenly appearing pain in the right hip (therefore patient would take medication), "paresthesia" in the palm and foot, decreasing ability to hear, limping as the right leg is 3cm shorter than the left one, hypotony of the muscles. Limited range of motion of the right hip joint by one third. The patient's cobalt level would be constantly above 1.00. Further, the legal claim is described. Device analysis: no product was returned to zimmer biomet for in-depth analysis, as there is no indication that a revision surgery took place. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Conclusion: it was reported that the patient has been implanted on (B)(6) 2011 with an mmc cup and a metasul ldh head and would be suffering from an elevated metal ions level, pain, reduction in hearing ability, "paresthesia", leg length discrepancy and hypotony. The legal letter describes that the patient would have an elevated cobalt as well as chrome metal ion level. However, no lab test results have been received. Moreover, the unit of the measured metal ion levels remains unknown. Therefore no analysis of the metal ion levels can be performed. No x-rays have been received. Therefore the implant positioning cannot be assessed. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Therefore, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00353.